Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited loss of capture (loc) one day post-implant resulting in a syncopal episode. Upon interrogation of the device, high out-of-range pace impedance measurements were observed. The lead was tested at maximum device output with only intermittent capture. Fluoroscopy did not show signs of fracture or lead dislodgement. The patient's device pocket was reopened and the leads found connected securely. The leads were then tested via pacing system analyzer (psa) returning normal measurements but the issue persisted once reconnected to the device. The physician subsequently elected to explant and replace the device. Following revision lead measurements were observed within normal limits. No additional adverse patient effects were reported.